Manufacturer narrative:
Additional information was added to h4 and h6. Correction to d4: expiration date - remove previous entry; date is n/a. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: occurred on an unknown date within the span of four (4) months ((B)(6) 2020). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set had a "particulate issue" (not specified). This issue was identified prior to use. There was no patient involvement. No additional information is available.